Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that an electrode burns during use with the generator. No patient injury is associated with this issue.

Manufacturer narrative:
Evaluation summary: device was received for evaluation. This device has been used in the treatment or diagnosis of a patient. The returned sample met specification as received by medtronic. Details regarding a visual inspection were not provided. The customer reported that the electrode burns when in use. The reported condition was not confirmed. The investigation found the device to function normally and within specifications. A review of the device history records indicated that this serial number was released meeting all specifications as manufactured. If information is provided in the future, a supplemental report will be issued.